Manufacturer narrative:
(B)(4): concomitant medical product: biomet ilok pri tib tray 71mm: catalog#141213, lot#384350; vngd ti fem ps 70mm rt: catalog#cp113642, lot#527780; biomet finned pri stem 40mm: catalog#141314; lot#267960; series a pat thn 34 3 peg: catalog#184786, lot#477690; palacos r 1x40 single: catalog#00111214001, lot#ni, qty#2. Multiple MDR reports have been filed for this event. Please see associated reports: 0001825034-2022-00924; 0001825034-2022-00926; 0001825034-2022-00927. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent an initial right total knee arthroplasty. Subsequently, ten months post implantation, the patient was revised due to pain, stiffness, swelling, clicking, and instability. A CT scan prior to the revision noted that the tibial component had internally rotated. During the procedure, the surgeon found that there was cement present on the bone and tibial implant, which was easily removed. The femoral implant had no cement attached. The patellar component was left intact but all other components were revised without complication.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review found patient presented with pain, stiffness, swelling, clunking sensation, audible popping and moderate instability. CT shows tibial component is internally rotated by 25-30 degrees. During the revision procedure the tibia was easily removed and no cement was noted on the femoral implant. No complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.